Manufacturer narrative:
Initial reporter phone # (B)(6). Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder leaked blood on the nurses hands as she was collecting a sample from a patient. No serious injury, no medical interventions. No mucous membrane exposure. The nurse was not wearing glove protection but did not have any cuts or scratches on her hands.

Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is fmi.